Manufacturer narrative:
Analysis found that a partial lead (only distal portion) was returned in one piece measuring 20.1 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-16914. It was reported that the patient presented for a right ventricular (rv) lead extraction. Prior to the procedure, during in clinic follow-ups, the rv lead exhibited noise, which was reproducible with isometrics. During the procedure, when the rv lead was being removed, the atrial lead became dislodged. Both leads were explanted; the rv lead was replaced while the physician opted to not replace the atrial lead as the patient had chronic atrial fibrillation. The patient was in stable condition throughout.